Manufacturer narrative:
Date rec¿d by MFR : 14jun2019, date of report : 14jun2019. A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. During testing of touchscreen assembly, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 27feb2019 PMA/510k: 22feb2019 the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit's touchscreen was unresponsive and certain functions could not be accessed after touchscreen calibration. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a display failure. There was no patient involvement. Event date not specified; estimate used